Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: the customer reported that tubes were clotting while using next generation microtainer tubes with k2edta additive- material number: 365975, lot: 9211917. Bd life sciences - integrated diagnostic solutions received ninety (90) representative samples, contained in two (2) polybags, from the customer facility for investigation. Visual inspection for presence of additive was performed on all samples with acceptable results. Based on titration testing of the customer samples, varying quantity of k2edta (low/high) from three (3) dispense positions (5, 11 and 15) was identified. Fifteen (15) samples, which represented each solution dispense position, from each polybag were evaluated for quantity of additive. From the thirty (30) samples tested, three (3) samples were identified with values above and below specification limits of 0.75- 1.25 mg of k2edta. Sample from position fifteen (15) and position eleven (11) were found to be above specification at 1.42 mg and 1.38 mg. Sample from position five (5) was found below specification at 0.61 mg. Insufficient additive inside the tube may lead to clotting of the blood sample. Nevertheless, retention samples were evaluated for presence and quantity of additive with acceptable results and no manufacturing issues identified during DHR. Based on the investigation, the probable cause for variation in additive quantity could be due to worn dispense system components (nozzles or pumps). Since all process inspections and retention sample testing were found acceptable it can be inferred that the worn components appear to have produced a transient low-level dispense variation which was below the aql level resulting in tubes with low/high quantity of additive.

Event description:
It was reported that 100 bd microtainer® k2e tubes clotted. The following information was provided by the initial reporter: "after collection microtainer sends to laboratory and the results comes back. Clot in edta microtainer".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 bd microtainer® k2e tubes clotted. The following information was provided by the initial reporter: "after collection microtainer sends to laboratory and the results comes back. Clot in edta microtainer"